Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was damage to the front cover. The fault was found while checking before patient use. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. It was confirmed that there was a crack in the water tank cover. Visual test & functional test performed. It was confirmed that there was a crack in the water tank cover. The root cause was due to a crack in the screw part used to attach the cover. The reservoir tank cover was replaced to correct the issue. Hl-90 device passed all functional and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.